Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the event of peritonitis and the patient fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for peritonitis. The patient was treated with injection netilmicin (50 mg; route, frequency, and duration not reported) and injection targocid (400 units not provided; route, frequency, and duration not reported) for peritonitis. The cause of the event is unknown. Action taken with therapy was not reported. At the time of this report, the patient is recovering. No additional information is available. This is report 2 of 3

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).